Manufacturer narrative:
(B)(4). The insulin pump was received with missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement. However, unable to perform the displacement test and occlusion test due to missing retainer. Moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection. No moisture damage found on the keypad assembly. The pump was also received with with scratched case, serial number label peeling, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s father reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 90 mg/dl at the time of the incident. Customer was in water with the pump while bathing. There is a crack left side lower side in front about less than 1 mm. Advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.